Manufacturer narrative:
The vendor observed the same failure as observed by the manufacturer; q9 component was damaged and components u12, q6 and c81 were not performing per factory specifications.

Event description:
A bedside monitor alarm of low arterial pressure was generated. The customer noted that the iabp had already stopped pumping. Although turned off and on again, the iabp did not reboot. The iabp was replaced with a cardiosave to continue the iab therapy. According to the customer, the patient's blood pressure had decreased from 90mmhg to 60-70mmhg, hr became 30 bpm while pumping stopped. After replacement, dose of catecholamine was increased. Patient reported in stable condition.

Manufacturer narrative:
(B)(6) 2015 11:14 am (gmt-4:00) added by (B)(6)). When more information becomes a available, a supplemental will be forwarded.

Event description:
A bedside monitor alarm of low arterial pressure was generated. The customer noted that the iabp had already stopped pumping. Although turned off and on again, the iabp did not reboot. The iabp was replaced with a cardiosave to continue the iab therapy. According to the customer, the patient's blood pressure had decreased from 90mmhg to 60-70mmhg, hr became 30 bpm while pumping stopped. After replacement, dose of catecholamine was increased. Patient reported in stable condition.

Manufacturer narrative:
Updated section(s): the component/part was returned to the manufacturer on 03/15/2016. The technician at the manufacturing facility inspected the returned solenoid drive board (p/n 0670-00-0639e; s/n (B)(4)) and observed physical damage to the body. Further, the board was installed into a cs300 iabp test fixture and was tested to factory specifications per the cs300 service manual. The board failed the testing as the technician observed that the test fixture would not power up. The board is being sent to the supplier for further analysis.

Event description:
A bedside monitor alarm of low arterial pressure was generated. The customer noted that the iabp had already stopped pumping. Although turned off and on again, the iabp did not reboot. The iabp was replaced with a cardiosave to continue the iab therapy. According to the customer, the patient's blood pressure had decreased from 90mmhg to 60-70mmhg, hr became 30 bpm while pumping stopped. After replacement, dose of catecholamine was increased. Patient reported in stable condition.

Manufacturer narrative:
02/12/2016 07:19 pm (gmt-5:00) added by (B)(4)): the maquet field service engineer (fse) evaluated the unit and was able to reproduce the reported event. The cause, although not conformed was believed to be a faulty solenoid drive board (p/n 0670-00-0639). The component was replaced and all functional, electrical and safety tests were performed. The device was found to conform to factory specifications. The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformance noted in the DHR related to the reported event. The suspected faulty component, the solenoid drive board (p/n 0670-00-0639) is being returned to the manufacturing facility for further investigation.

Event description:
A bedside monitor alarm of low arterial pressure was generated. The customer noted that the iabp had already stopped pumping. Although turned off and on again, the iabp did not reboot. The iabp was replaced with a cardiosave to continue the iab therapy. According to the customer, the patient's blood pressure had decreased from 90mmhg to 60-70mmhg, hr became 30 bpm while pumping stopped. After replacement, dose of catecholamine was increased. Patient reported in stable condition.